Manufacturer narrative:
Date sent: 03/13/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the clip scissored after the first firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.